Event description:
It was reported that the patient programmer (pp) had shown and out of regulation (oor) message. The patient was reported as having seen the oor message before and had remedied the issue by recharging. After having seen the recent oor message, the patient was reprogrammed and after the reprogramming was completed, the patient saw the oor message again. The patient¿s implantable neurostimulator (ins) was stated to have had a 50% charge capacity, two active electrodes, a pulse width of 40us, and a stimulation cycle rate of 100hz with only one program in each group. The impedances were stated to be in the range of 300-600 ohms and the group impedance was said to be 417 ohms. It was noted that the ins¿s clock was incorrect and that the issue was resolved by using a clinician programmer to set the clock. Additional information received reported that there were no problems with the device, leads, or impedances. Additionally, it was stated that there were no malfunctions seen, nor was the cause of the patient¿s issue determined. Additional information received reported that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 37711, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).